Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a safety needle. The customer reports after administering medication she went to lock off the magellan safety device over the contaminated needle. The customer reports the safety device broke at the base and the exposed needle stuck her hand. The nurse was given the normal treatment and medications for a potential contaminated needle stick. The proper hosp protocol was followed.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.